Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostics revealed high impedance (impedance value >= 10,000 ohms) and an ifi condition. The patient¿s device showed lead impedance within normal limits (impedance value ¿ 2550 ohms) at his last office visit on (B)(6) 2014. One x-ray image was provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. Due to the quality of the image provided, the filter feed-through wires and the lead connector pin could not be assessed. Much of the lead in the chest and neck areas could not be assessed based on the image quality and angles. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the image provided, the cause of the high lead impedance remains unknown. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-ray of implanted device. X-ray reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the explanted generator and lead were discarded; therefore no product analysis can be performed.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted devices have not been returned to date.